Event description:
An impella 5.5 device was inserted via the right axillary artery in a 56-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage d. The patient was noted to be on inotropes and vasopressors for hemodynamic support. During clinical assessment, abnormal waveform parameters were observed on the automated impella controller, including a left ventricular diastolic pressure of negative 100 millimeters of mercury. Plasma free hemoglobin was reported at 280 milligrams per deciliter, with two laboratory measurements greater than 40 milligrams per deciliter, consistent with hemolysis. These findings raised concern for device malposition. The provider was notified, and repositioning of the device was attempted; however, the waveform abnormalities did not improve. The decision was made by the provider to maintain the device position and reduce the performance level in an effort to mitigate hemolysis. Further evaluation with echocardiographic imaging demonstrated that the device was positioned too deep within the left ventricle and in contact with the mitral valve apparatus. The patient had undergone frequent cardiopulmonary resuscitation events prior to this assessment, and it was noted that device position had not been reassessed following the most recent resuscitation event approximately 24 hours prior. Central venous pressure was reported at 11 millimeters of mercury, and right heart function was not identified as a contributing factor. While on support, the impella 5.5 device was operating at performance level 3 with expected flows of approximately 1.9 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The device was successfully weaned and explanted. The patient survived to device removal. Hemolysis is a known risk associated with impella support and may be influenced by device malposition relative to intracardiac structures as well as the patient¿s underlying critical condition in the setting of cardiogenic shock as they presented in society for cardiovascular angiography and interventions (scai) shock stage d.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.